Manufacturer narrative:
Analysis of the returned product shows that both bolts were broken on the proximal end of the shank through the wire guide slot. Visual inspection of the returned parts found both bolts were broken on the proximal end of the shank through the wire guide slot. Other than the breakage there were no other unusual deformations observed on the bolt. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was due to external stresses applied to the bolts.

Event description:
It was reported that the bolts broke. A backup device was not available. The surgery time extended greater than 30 minutes. A revision was done to replace the broken bolts.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This MDR is part of an in-house retrospective review.

Event description:
It was reported that the bolts broke post-operatively. A revision was done to replace the broken bolts. No further details are known at this time.